Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the emergency room reporting that their implantable pulse generator (ipg) felt "different". It was reported that the right atrial (ra) lead is not sensing correctly. It was noted that the atrial sense (as) marker appears on the atrial channel, at the same time, a potential t wave appears on the ventricular channel. Also, the ra lead does not sense additional morphologies on the atrial channel. The lead remains in use. No patient complications have been reported as a result of this event. It was later reported by a mdt representative that the sensing issues were normal function of an enrhythm ipg that triggered eri. Patient felt ¿different¿ because they were now pacing on a different mode. Their device was removed and replaced the following day and the atrial lead tested within normal limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.